Event description:
Allergic reaction. Information was received on 19-june-2002 from a patient with a history of arthritis. The patient reported that they were diagnosed with an allergic reaction to synvisc, which subsequently required surgical intervention after receiving a series of three synvisc injections into the left knee. The patient reported that they had experienced swelling after each injection, which caused them limp for two to three days. After the last injection was administered, the patient reported experiencing "extreme" pain and continued swelling from the injected knee. In 05/2002, the patient reported they were admitted to the hospital where the affected knee was "opened and cleaned." At the time the report was received, the patient reported they were "still undergoing therapy" and were not yet able to bend their knee completely. The quality assurance group evaluated product release data, including intermediate product, for both the u.s. And canadian facilities. The data review for both the ridgefield and canadian facilities did not indicate abnormal trends which could be associated with any product complaints. Manufacturer's comment: upon retrospective review of the information provided in this case, the patient required surgical intervention to prevent a (serious) injury from occurring. The possibility that synvisc may have caused or contributed to the patient's adverse events cannot be ruled out. Therefore, this case is being submitted to the FDA as a 30-day report. 2002; surgical intervention: left knee "opened and cleaned".